Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with cracked retainer and cracked keypad at select button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were experienced high blood glucose. Customer¿s blood glucose was 561 mg/dl and 84 mg/dl. The customer also stated that they had symptoms like dizzy. Customer stated that there was crack at clear plastic ring. The customer also reported that the reservoir was able to lock in place when inserted into insulin pump. Customer was walk through high blood glucose troubleshoot. It was unknown if the customer was using auto mode or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
Initial report submitted with incorrect date. The correct date of failure analysis completion date is april 20, 2020. (B)(4).

Manufacturer narrative:
Updated summary to add that the auto mode feature was off during the incident.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 561 mg/dl and 84 mg/dl. The customer also stated that they had symptoms such as dizziness. Customer stated that there was a crack at clear plastic ring. The customer also reported that the reservoir was able to lock in place when inserted into insulin pump. Customer was walked through high blood glucose troubleshoot. It was reported that the customer was not using the auto mode feature during the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode was not active at the time of incident.